Manufacturer narrative:
Insulin pump was received with a cracked select button on the keypad overlay and minor scratches on the pump case. The insulin pump passed the displacement test, sleep current measurement and active current measurement. All currents within spec range. The insulin pump was monitored and no unexpected power loss or replace battery now alarm noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump received an unexpected power loss alarm. The customer¿s blood glucose level was 298 mg/dl at the time of incident and about 400 mg/dl at the time of morning. The customer did not receive a low battery alert prior to the replace battery alert or replace battery now alarm. Customer stated that the battery cap was not loosed, cracked or damaged and the second occurrence of replace battery alert or replace battery now without a low battery warning. Customer troubleshoot was performed. The customer was advised the pump requires brand new or fully charge batteries to work effectively. The customer was also advised they may continue to wear pump until replacement arrives. The insulin pump will be returned for analysis.